Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge with 300 units of cold insulin. Customer reported that blood glucose (bg) level was impacted (284 mg/d). The customer delivered a correction bolus to treat elevated bg level. During troubleshooting with tandem technical support, customer indicated that room temperature insulin would be used going forward.